Manufacturer narrative:
(B)(4). Batch #: u93y4f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gynecological procedure the enseal's jaw broke when taking the tissue. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s25 device was returned with the upper jaw detached and not returned. In addition, the iblade was broken off and not returned the device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This is a photo analysis for a set of images submitted to ethicon endo-surgery for evaluation. Image: the images received are those who appear to be an nslg2s25 device, the first image with the upper jaw detached, in the second image the device can be appreciated over a blister, and in the third picture can be seen the lot number u93y4f, exp date 2025/03/31. Please refer to the IFU for better reference of use. As part of the ethicon endo information surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.